Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized due to a blood glucose (bg) level of 1600 mg/dl. Customer was treated with an insulin treatment. The cause for the reported issue was unknown. Customer declined troubleshooting with tandem technical support and declined to provide further information.